Event description:
It was reported that a spider fx embolic protection device was being used during treatment of an unknown lesion. It was reported that the use of the spider device resulted in an operating room visit. No other information is available at this time.

Manufacturer narrative:
Evaluation summary: the spider fx embolic protection device was returned for evaluation. The spider fx was inspected and observed the green delivery catheter was fractured/broke off approximately 0.8cm distal from the clear segment of the catheter. According to the design drawing the delivery end of the catheter is 40 +/- 2cm. The filter assembly was located within the clear segment of the catheter. The capture wire was advanced and confirmed the filter assembly was intact and showed no signs of damage. The distal portion which fractured/broke off of the delivery catheter was not returned. The fracture face of the delivery indicates longitudinal forces were encountered the catheter material shows evidence of stretching. If information is provided in the future, a supplemental report will be issued.